Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced occlusion issue with the infusion set on (B)(6) 2026. The patient experienced high blood glucose level and had ketones which was treated with manual injections. The patient faced more than one occlusion event and the troubleshooting of occlusion was inconclusive.